Event description:
During a device replacement procedure, insulation damage was noted on an inactive left ventricular lead. The lead had previously been deactivated due to phrenic nerve stimulation. The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
As received, a complete lead was returned for analysis in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Insulation damage found is consistent with electrocautery damage occurring at the time of explant. No other visual anomalies were noted.